Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition was not confirmed. The e5 error message was not repeated. As a precaution, it was advised that the wiring harness be replaced in order to eliminate possible loose or dirty connections that could lead to a possible e5 condition. (B)(4).

Event description:
Report was received from the USA stating that the device displayed an error message on the console during an unspecified surgery. Reportedly the drill continued to work fine. The procedure was completed successfully using the device. It is known that there were no injury or medical intervention reported. There was no additional information provided.